Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic ventral hernia repair procedure, the device would not fire the tacks then the device released all the tacks at once. The tacks fell into the patient cavity and was retrieved via forceps. The procedure was extended by 20 minutes. Another device was used to resolve the issue. There was no patient harm.